Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in impedance and high capture thresholds. Isometrics was performed. During the isometrics, there was loss of capture (loc) when the patient was in certain positions. An x-ray was performed, which indicated that the lead was in the same position at implant. The device was reprogrammed. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in impedance and high capture thresholds. Isometrics was performed. During the isometrics, there was loss of capture (loc) when the patient was in certain positions. An x-ray was performed, which indicated that the lead was in the same position at implant. The device was reprogrammed. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that ts provided further troubleshooting actions. The lead remains in use. No adverse patient effects were reported.